Event description:
It was reported to philips that the device was not working. The authorized field service engineer (fse) later clarified it was an etco2 malfunction. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device was not working. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.